Event description:
It was reported that when the device was in start mode and before voltage was increased, the pt received a shock sensation. There was no reported clinical effect on the pt and the procedure was completed with the same equipment.

Manufacturer narrative:
The product was received and evaluated. It passed the quality inspection procedure and performed according to specifications. Investigation conclusions indicate that this event was unable to be duplicated.